Manufacturer narrative:
Follow up conversation with physician reporting event and company representative. Results: no conclusion can be drawn at this time.

Event description:
During an x-stop implantation, a spinous process fracture occurred at l4-5. The physician proceeded with the implant, and the pt was braced post-surgery. Pt not yet seen in follow up.